Event description:
While investigating a complaint with a field rep it was discovered a revision of two previously placed simplify discs took place on (B)(6) 2023 where the discs where both removed from the patient and a fusion procedure reportedly as a result of inferior subluxation and infection. A request for more information has been sent to gain event and patient information. (1 of 2).

Manufacturer narrative:
The device was sent directly to and received by an independent third party lab for evaluation and results have not yet been provided. To date no case information, infection identified, subluxation location or description nor any patient information has been provided although several attempts to gain them has been made. Due to a complete lack of information provided at this time no product failure or root cause can be identified. Should more information become available and or the third party lab results identify something conclusive an additional report will be completed. Note: nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. Sterility of sterile implants involved in the case was not confirmed with the vendor as no lot or material code information was provided. Labeling review: "contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions: an active systemic infection or an infection at the operative site. Osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5..." "Warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available. The simplify® cervical artificial disc is intended to be used with the simplify® cervical artificial disc instrument set. The simplify® cervical artificial disc instruments are reusable, supplied non-sterile and must be sterilized in accordance with the recommended cleaning and sterilization procedures prior to use. The simplify® cervical artificial disc is supplied sterile. It is not intended to be re-sterilized. Do not use if sterility is compromised. Examine all instruments prior to surgery for wear or damage. Instruments which have been used excessively may be more likely to break. Replace any worn or damaged instruments." "Intraoperative: use aseptic technique when removing simplify® cervical artificial disc from the innermost packaging. Carefully inspect each device and its packaging for any signs of damage, including damage to the sterile barrier. Do not use the simplify® cervical artificial disc if the packaging is damaged or if the implant shows signs of damage. Ensure simplify® cervical artificial disc does not come into contact with hard objects that may damage the implant and render the implant functionally unreliable. Visual inspection of the prosthesis is recommended prior to implanting the device. If any part of the device appears damaged or not fully assembled, do not use..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months. Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "General surgery risks general surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic..." "Anterior cervical surgery risks anterior cervical surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic...need for supplemental fixation spinal instability..." "Cervical artificial disc risks risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to: infection/abscess/cyst, localized or systemic...implant failure...device subsidence...device instability...placement difficulties, device malposition, improper device sizing, excessive device height loss, disc space collapse...material degradation, excessive facet loading, kyphosis or hyper-extension, infection or injury...development of spinal conditions, including but not limited to spinal stenosis, spondylolisthesis, or retrolisthesis, removal, revision, reoperation or supplemental fixation of the disc..." "Note: additional surgery may be necessary to correct some of the adverse effects..." "Following completion of the procedure, patients should receive a postoperative treatment care protocol. Patients will be permitted to ambulate on the day of surgery, as tolerated, and, at the discretion of the surgeon, may wear a collar to support the neck (philadelphia, aspen, miami j, 2 poster-orthosis, etc.) Until the soft tissues of the neck have healed." H3 other text : sent directly to third party lab.

Event description:
New and updated information listed on h10.

Manufacturer narrative:
The two explanted discs were returned directly to exponent third party lab for evaluation where the complaint could not be confirmed however, radiographic images provided were able to confirm the complaint. The patients bone quality is unknown, the patient's postoperative physical activity is unknown. It is unknown if the posterior longitudinal ligament (ppl) was resected during index procedure. Review of the exponent device report noted all components showed evidence of iatrogenic damage consisting of damage to the anterior endplate's and discoloration of the cores during removal as expected. The superior and inferior endplates showed evidence of possible impingement and small areas of coating removal it is not possible to determine if the coating came off in vivo or during the explant procedure. Surface roughness measurements showed decreasing surface roughness of the endplates and the cores indicating minor micro abrasive wear of the interface material between the articulating surfaces. Radiograph review provided by third party surgeon reviewer noted a significant difference in coronal plane alignment and not considered optimal placement as well as sclerosis of the end plates at both levels and noted loss of vertebral height at c7. Observations of significant calcification of the posterior disc space and the posterior longitudinal ligament (pll) at c6/7 that technique indicates should be resected. Additionally multiple radiolucent cysts were noted as well as sclerotic bone adjacent to the device endplate. Summary of information reviewed noted the sclerosis of the bone and anterior loss of vertebral height at c7 would indicate a long ongoing process took place and as there is no indication of device failure, the observed malpositioned disc placement (coronal plane) could certainly have lead to initial good clinical results but lead to loss of functionality of the disc and abnormal forces being placed on the patient¿s disc spaces and vertebral bodies. As well the noted ossification of the remaining pll (not resected) could have eventually impeded the normal function of the ctdr and may have been contributing factor. At this time further conclusions cannot be made given the paucity of clinical data provided, based on data reviewed there is no evidence of failure of the device. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions: an active systemic infection or an infection at the operative site. Osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5..." "Warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available. The simplify® cervical artificial disc is intended to be used with the simplify® cervical artificial disc instrument set. The simplify® cervical artificial disc instruments are reusable, supplied non-sterile and must be sterilized in accordance with the recommended cleaning and sterilization procedures prior to use. The simplify® cervical artificial disc is supplied sterile. It is not intended to be re-sterilized. Do not use if sterility is compromised. Examine all instruments prior to surgery for wear or damage. Instruments which have been used excessively may be more likely to break. Replace any worn or damaged instruments." "Intraoperative: use aseptic technique when removing simplify® cervical artificial disc from the innermost packaging. Carefully inspect each device and its packaging for any signs of damage, including damage to the sterile barrier. Do not use the simplify® cervical artificial disc if the packaging is damaged or if the implant shows signs of damage. Ensure simplify® cervical artificial disc does not come into contact with hard objects that may damage the implant and render the implant functionally unreliable. Visual inspection of the prosthesis is recommended prior to implanting the device. If any part of the device appears damaged or not fully assembled, do not use..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months. Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "General surgery risks general surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic..." "Anterior cervical surgery risks anterior cervical surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic...need for supplemental fixation spinal instability..." "Cervical artificial disc risks risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to: infection/abscess/cyst, localized or systemic...implant failure...device subsidence...device instability...placement difficulties, device malposition, improper device sizing, excessive device height loss, disc space collapse...material degradation, excessive facet loading, kyphosis or hyper-extension, infection or injury...development of spinal conditions, including but not limited to spinal stenosis, spondylolisthesis, or retrolisthesis, removal, revision, reoperation or supplemental fixation of the disc..." "Note: additional surgery may be necessary to correct some of the adverse effects..." "Following completion of the procedure, patients should receive a postoperative treatment care protocol. Patients will be permitted to ambulate on the day of surgery, as tolerated, and, at the discretion of the surgeon, may wear a collar to support the neck until the soft tissues of the neck have healed."